Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the device fired open staples which did not close on the surgical breach. Furthermore, the stapler did not load the staples. There was no reported injury.

Event description:
It was reported that the device fired open staples which did not close on the surgical breach. Furthermore, the stapler did not load the staples. There was no reported injury.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200424 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.